Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative visited site to test the equipment. It was reported that the bios of the mobile view station (mvs) was corrupted. Resetting the bios resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside or procedure, after powering on the imaging system, mobile view station (mvs) monitor did not display an image. The computer of the viewing station was receiving power and the leds were on. Bios screen did not appear. The display ports of the computer were checked and a different monitor was also connected but the issue did not resolve there was no patient present at the time of the issue.